Manufacturer narrative:
The implant date was only given as (B)(6) 2009.

Event description:
It was reported that after an elevate pc was implanted, the patient had pelvic pain with prior excisions on (B)(6) 2012. It was stated that the device malfunctioned. On (B)(6) 2014, the patient underwent vaginal mesh removal/repair as well as anterior colporrhaphy and cystoscopy. The patient was discharged and there were no further complications were reported in relation to this event.